Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the instructions for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a lesion located in the distal right coronary artery (rca) with heavy calcification. Resistance was not felt during advancement of the 3.5 x 25 mm nc trek balloon dilatation catheter (bdc) to the lesion and it crossed successfully; however, during the second inflation at over 12 atmospheres, the balloon ruptured. When the bdc was being retracted from the lesion, resistance was felt due to the calcification and the balloon separated and remained in the rca. A 3.5 x 38 mm xience stent delivery system (sds) was used to stent the balloon to the vessel wall. It was further reported that the balloon was not submerged in saline prior to use. A new bdc was used to complete the procedure. No additional information was provided.